Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oekg. Oekg checked the subject device and found that the reported phenomenon was caused by the user handling or wear and tear. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus europa se & co. Kg (oekg), it was found that the coating of the insertion tube of the subject device was partially peeled off. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc considered that some physical stress or chemical stress was applied to the insertion section. For example, physical stress such as rubbing the insertion section, chemical stress due to deviation from the instruction for use (reprocessing manual), poor storage environment (direct sunlight, high temperature, high humidity, x-ray, ultraviolet rays, etc.), etc. Could be considered. Olympus stated the appropriate handling of bf-q190 and the counter measures against abnormalities in the instruction manual of bf-q190.